Event description:
An emergency case on (B)(6) 2010 patient was symptomatic, initially thought to be a rupture. The patient presented with tortuous anatomy and calcification of the iliac arteries, per sales representative. An implant of a 25-16-140bl bifurcated device was successful. A 28-28-95rl infrarenal aortic extension was inadvertently implanted low of the renal arteries by the fellow and a type I endoleak was detected. An attempt was made to advance a suprarenal aortic extension. The suprarenal device could not be advanced, at which point the physician made the decision to convert to an open repair and the implanted device were removed. While performing the open repair, the physician discovered that the calcification in the iliac artery had cracked and caused the difficulties advancing the suprarenal aortic extension. The physician noted the iliac artery had not been damaged. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
Additional information (device evaluation): the stent grafts were returned to endologix and evaluated, with no indication of any damage to either device. There is no indication that the event was due to a design or manufacturing issue. Review of lot records/work orders, prior reports. No issues were noted. Device is not indicated for use in the treatment of ruptured aneurysm.

Event description:
An emergency case on (B)(6) 2010 patient was symptomatic, initially thought to be a rupture. The patient presented with tortuous anatomy and calcification of the iliac arteries, per sales representative. An implant of a 25-16-140bl bifurcated device was successful. A 28-28-95rl infrarenal aortic extension was inadvertently implanted low of the renal arteries by the fellow and a type I endoleak was detected. An attempt was made to advance a suprarenal aortic extension. The suprarenal device could not be advanced, at which point the physician made the decision to convert to an open repair and the implanted device were removed. While performing the open repair, the physician discovered that the calcification in the iliac artery had cracked and caused the difficulties advancing the suprarenal aortic extension. The physician noted the iliac artery had not been damaged. The patient tolerated the procedure and is reported to be doing well.

Manufacturer narrative:
Pending device evaluation.review of lot records/work orders, prior reports. No issues were noted. (B)(4) device is not indicated for use with emergent aaa rupture.